Manufacturer narrative:
Results: jammed lift assembly; motion interrupt pan.

Event description:
It was reported by service report that the foot-end lift would not raise or lower. It was further reported the motion interrupt pan was missing. No patient involvement or adverse consequences were reported.